Event description:
1pt came in with kink in catheter. Repaired & flushed with 5cc normal saline in each lumen. Pt complained of pain. Code blue was called. After 24 hours, pt was fine & catheter is still in use. No break was ever able to be found.